Manufacturer narrative:
Results: quality engineering was unable to determine a specific root cause for the balloon ruptures. The second rx viatrac plus, par # 1008201-20, lot # 6011851, is indicated in the event description and is being reported under the same MFR report #. Eval summary; qa analysis of the 6x20 catheter revealed that the device was returned with blood and contrast in the shaft and on the balloon. The balloon appeared to have been inflated and was loosely folded. There was no damage noted to the shaft. An attempt to inflate the balloon was unsuccessful due to a pinhole leak on the balloon 12 mm distal to the proximal seal. The catheter was sent to scanning electron microscopy (sem) for further eval. The catheter was returned in the new bio-hazard box and not coiled. The analysis of the 7x20 catheter revealed that the device was returned with blood and contrast in the shaft and balloon. There was blood in the luer arm. The balloon appeared to have been inflated and was not folded. There was no damage noted to the shaft. After flushing the blood from the balloon, there was a 1 mm radial tear on the balloon 12 mm distal to the proximal seal. There was a 1.5 mm linear scratch located at the distal end of the radial tear. The catheter was returned in the new bio-hazard box and not coiled. Quality engineering has reviewed the incident info and analysis of the returned devices. It was reported that the rx viatrac plus balloons ruptured at 3 atms during inflation. During the visual analysis of the returned devices, it was noted that there was a 1 mm radial tear on the 7 x 20 balloon 12 mm distal to the proximal seal along with a 1.5 mm linear scratch located at the distal end of the radial tear. Sem analysis of the 6 x 20 balloon suggests that the failure of the balloons may be attributed to mechanical damage to the outer surface. It is possible that the balloon damage was induced by the previously deployed stent which was being treated for restenosis when the balloon ruptured. It was also noted in the case description that the lesion site was heavily calcified, which could have also contributed to the damage on the surface of the balloon. Info available in the incident report is not sufficient to determine relation between the event and the abbott vascular solutions device quality; therefore, quality engineering was unable to determine the conclusive root cause. The lot history records were reviewed and there are no non-conforming material reports associated with these lot numbers. Info available in the incident report is not sufficient to determine relation between the event and the abbott vascular solutions device quality. This MDR is considered closed by the qa dept.

Event description:
It was reported that two (2) rx viatrac plus balloons ruptured at 3 atms during inflation. The dr was able to successfully remove the devices, there was no debris from the balloons, and no intervention was necessary. The viatracs were being used in the subclavian artery that was heavily calcified and previously stented with a non-guidant stent for restenosis. There was no reported pt injury and no add'l info available.